Event description:
The pt reported charging issues between the implant and external equipment. A boston scientific rep performed device evaluation. The problem was confirmed. Explant surgery has been recommended.

Manufacturer narrative:
The pt does not wish to undergo revision surgery. This is the final report.